Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was returned for evaluation. No scratches or bent body part were found, apart from eye tissues upon the shunt. An inner illumination was performed on the shunt's lumen, which was found to be open. The complaint cannot be justified, as the product met its specifications, during production, a 100% qc inspection is being performed on the entire batch. If such a defect would be noticed (clogged shunt), the product would have been rejected. Additional information has been requested a completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an implantation of a glaucoma filtration device (gfd), the intraocular pressure (iop) decreased at first but later increased. The surgeon indicated poor aqueous flow was caused by a clogged gfd. The gfd was exchanged for another. Additional information has been requested.